Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. The pump was unable to verify missing segments and display anomaly due to blank display. The pump had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that the screen is blank and there are dots across the screen when he changed the battery. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.